Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed. Analysis indicated that the delivery system shaft was mechanically exposed wire mesh. The shaft of the delivery system was mechanically bent. The articulation of the delivery system was out of plane. The analyst noted that the delivery system was returned with the device attached. Visual inspection of the shaft shows there is braided mesh exposed on the shaft near the proximal end of the device cup, and the shaft's distal end slightly bent. The articulation test was performed. Curve could be applied. But the shaft articulation angle was out of plane. The device could be deployed and recapture without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the implant site was changed repeatedly but the pacing threshold was high, and capture could be obtained only at one site. It was suspected that there was an issue with the ipg itself or that the issue had been caused by difficulty with pushing to the myocardium as the delivery system had been affected by heat stress due to the prolonged procedure time. The ipg was removed and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.